Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed self-test. No alarms noted. The insulin pump downloaded properly. However, the insulin pump had an unexpected restart alarms noted in alarm history due to corrupted history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time 5.1mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.